Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the libre reader and the DHR showed the libre reader passed all tests before release. A DHR (device history review) for the precision strips and the DHR showed the precision strips passed all tests before release. Retain testing was performed for the precision strips and all units performed within specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre reader. Customer reported receiving readings of "lo" (less than 20 mg/dl), 264 mg/dl, 277 mg/dl, 275 mg/dl, 268 mg/dl, 263 mg/dl, 281 mg/dl and 302 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre reader. Customer reported receiving readings of "lo" (less than 20 mg/dl), 264 mg/dl, 277 mg/dl, 275 mg/dl, 268 mg/dl, 263 mg/dl, 281 mg/dl and 302 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader no issues were observed. Control solution testing was performed and no issues were performed. All results were within range specification. No malfunction or product deficiency was identified. Therefore the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre reader. Customer reported receiving readings of "lo" (less than 20 mg/dl), 264 mg/dl, 277 mg/dl, 275 mg/dl, 268 mg/dl, 263 mg/dl, 281 mg/dl and 302 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.